Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed a no output and no telemetry condition. The no output condition was the result of lifted hybrid bond wires. Further information received indicates the device was functioning at the time of explant. Therefore the conclusion has been updated to reflect this.

Event description:
(B) (4)